Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing two occurrences of the cap falling off before use. The following has been provided by the initial reporter: it was reported that a phlebotomist almost stuck herself twice with the needles. We have had a phlebotomist almost stick herself twice with needles from the lot # 9170504. I removed this lot from my shelves (3 boxes). I have not received any additional concerns. The phlebotomist tried to detach the white/clear shield to attach it to the hub but the cover to the needle came off instead. It did not seem to be secured correctly.

Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was not observed. Evaluation/testing of the customer samples was performed, and hub/collar separation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing two occurrences of the cap falling off before use. The following has been provided by the initial reporter: it was reported that a phlebotomist almost stuck herself twice with the needles. We have had a phlebotomist almost stick herself twice with needles from the lot # 9170504. I removed this lot from my shelves (3 boxes). I have not received any additional concerns. The phlebotomist tried to detach the white/clear shield to attach it to the hub but the cover to the needle came off instead. It did not seem to be secured correctly.